Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that two rns performed a double check on the settings for a hydromorphone infusion. Shortly after, it was noted that the whole bag of hydromorphone had infused into the patient as a bolus. The patient became hypotensive requiring a levophed infusion to be increased. "Cmm" was paged and a physician came to the patient's bedside as well. During that time the rn was instructed to continue to monitor the patient, who was discharged 3 days later with no report of lasting harm.